Manufacturer narrative:
Exact date unknown, event occurred two weeks ago from date the manufacturer was made aware.

Event description:
It was reported that the patient was having pain on his side. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible and the ipg pocket was relocated . The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.